Manufacturer narrative:
Pump passed the self-test, active current measurement test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump did not pass the sleep current measurement test due to high currents. All buttons function properly. Pump error 23 was noted which was expected. Successfully partially downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, failed battery test on 12/22/2023 10:37:49.000 was found in the history files. Pump error 38 on 12/22/2023 09:13:56.000 was found in the history files. Pump error 37 was found in the history files on 12/22/2023 08:33:20.000. Pump error 23 was found in the history files on 12/22/2023 12:01:25.000. Pump error 49 was found in the history files on 12/22/2023 12:00:32.000. Pump error 68 was found in the history files on 12/22/2023 12:00:32.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Unable to do the motor test to due moisture damage on connector/motor assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay and keypad overlay texture damage. Pump error 38 and pump error 37 were confirmed due to moisture damage on the motor assembly. Keypad buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Failed battery test was not confirmed. Pump error 23, 49 and 68 were not confirmed. Unable to fully download the history files and traces. Unexpected battery power loss was confirmed due to moisture damage to the battery tube and electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced pump error 49, pump error 68, pump error 23, keypad anomaly/stuck button alarm, pump error 38, failed battery test alarms. Troubleshooting was performed and customer was not able to clear the alarm and pump has not been exposed to altitude change. Explained the insulin pump performed safety checks and the error was found. No harm requiring medical intervention was reported. The customer will discontinue use of the device and revert to the backup plan as per health care professional instructions and serialized device will be replaced. The insulin pump will be returned for analysis.